Event description:
Procedure performed: ni. Event description: [hospital 1]. (This event was directly reported to mfds by [hospital 2], but the event occurred at [hospital 1]. Since [hospital 1] is affiliated with [hospital 2], it was reported by [hospital 2] that has adverse event reporting center.) "The clip was not loaded." Product is not available for return. Intervention: ni. Patient status: this complaint is not patient related.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.